Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Patient came in for post-op appt from surgery (B)(6) 2014 and caps are off s1 loose of construct. Surgeon does not plan to operate because she is fused. However, surgeon is concerned with torque limiting handle.